Manufacturer narrative:
(B)(4).

Event description:
Subsequent the initial MDR, a additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2021, the patient was symptomatic for hyperglycemia and experienced frequent urination and was very thirsty when the cgm was displaying low. The parent performed a bg which was 447 mg/dl. Afterwards the parent administered 2.98 units of fast acting insulin. At the time of the call the patient¿s parent stated the bg reading went down post insulin treatment and the patient felt fine. There was no documentation of medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.